Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that they didn't have any medicine in the pump because the medicine did not come in on time. The patient's pump had not been filled yet since being implanted on (B)(6) 2015. The healthcare provider (hcp) emptied what came in the pump and put a new solution in there. The saline solution made the patient "cold" and the patient's grandson could feel how cold the patient's feet were through the socks. The patient's feet had been cold since being implanted with the pump. It was reported that the patient was given the antibiotic after they were operated on and then afterwards was given a sulfa drug that began with a "b" and started taking it. At the end of the morning of the 3rd day, the patient woke up and it was like "holy heck." It was noted that the patient had an antibiotic reaction from the surgery, stating it was a reaction to the sulfa drug. The antibiotic burned the patient like battery acid on the skin in their private area, right next to the pump, there were two great water bubbles that burst and left holes in the patient's skin. The patient broke out with "water blisters" and had to go to the hospital last week sometime. The patient was given steroids and kephlex and benadryl to help with the itching. On (B)(6) 2015, the family physician gave the patient nystatin and triamcinolone acetonide cream. It was noted that everything looked great. The patient found out that the sulfa medication did cause the reaction to people. It scared the heck out of the patient. It was noted that the patient had been "beaten up" from an accident in 1988 (prior condition). The patient in general was very healthy; had chronic pain but was not sickly. The patient also wondered if a metal detector would affect their pump in any way. The patient was using a metal detector to find thing with their grandson. There was saline in the pump at the time of report.